Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation procedure, the patient experienced intolerable halos. The iol was explanted and replaced with a monofocal lens in a secondary procedure. Additional information stated that patient's right eye was involved and the patient's issues have been resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a specimen cup with a surgical sponge. Solution was observed on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal company 15.0 diopter (1.50cyl), add power +2.2 & 3.2 lens model was replaced with a non-company monofocal (14.0). Due to the exchange of a multifocal lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).